Event description:
It was reported that the trocar was not sharp enough and the transition between the trocar and drain seems to cause drag. Doctor feels he has to force the trocar through the skin. Product being used for breast construction. Drain broke during pass through.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.